Event description:
It was reported while performing a procedure through the right arm fistula, the percutaneous thrombolytic device (ptd) broke. The doctor didn't realize that the device was broken until he removed it to make a second pass. He said there was no difference in sound to indicate a problem until the device was removed from the patient (pt). The doctor was asked if he used the toothbrush motion or a wire size other than indicated as both could cause the device to malfunction & he adamantly said no. The doctor using the ptd uses the device the most in the practice & stated this was the first time this issue has happened to him. The doctor used a snare device to remove the orange portion of the catheter that remained inside the pt. Being price conscious & the fact that they had to open a (B)(6) snare to remove the broken catheter, they did not use another ptd again. They reportedly used a different device to declot this access. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.